Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the endoscope had physical damage. It was unknown if a fragment fell inside the patient. The procedure was unknown how it was completed with no reported injury.

Manufacturer narrative:
The endoscope was visually and confirmed to have damage of cable assembly. The cable was found deformed in cable insulation. The root cause for camera cables: deformation cable is typically attributed to mishandling or improper handling or in reprocessing. The endoscope was visually inspected and found with damage to the butt pack assembly. Visual inspection confirmed hairline crack on l/r of the button pack assembly. The root cause of camera button pack cracked button is typically attributed to mishandling, such as inadvertent collisions with hard surfaces or drop of the scope or caused by improper cleaning during reprocessing. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The root cause for cable connector: ic discoloration is typically attributed to component failure, such as material degradation.

Event description:
Refer to h11 for follow-up information.